Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the (B)(6) guideline. If additional information becomes available, this report will be supplemented. The exact cause of the reported event could not be conclusively determined at this time.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, enterococcus casseliflavus and enterococcus avium (8cfu) were detected from the sample collected from all channels of the subject device. The device had been reprocessed with a non-olympus automated endoscope reprocessor, getinge ed flow dp, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. The light guide lens was chipped. The device cover was chipped. The bending section rubber glue deteriorated. Universal cord was wrinkled. The angulation was insufficient. Insulation at the distal end had a failure. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The user handling of the device reprocessing was inappropriate the device was contaminated occurred during the microbiological testing. If significant additional information is received, this report will be supplemented.